Event description:
A malfunction alarm was reported by the customer, identified with code malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not reappear afterward. The customer was advised to continue using the pump and to report any recurring issues.